Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red, blotchy, itchy, and raised rash all over his body (mainly from his thighs to his torso). The patient advised the irritation was bleeding due to scratching. The patient stated the rash may have been a fungal infection he received in the hospital. It's unclear if the lifevest caused the rash. There was no alleged device malfunction contributing to the irritation. The patient followed up with physicians who prescribed anti-fungal / anti-itch cream and a prescription for yeast infections, however, it was reported that these prescriptions did not help. The patient also followed up with his dermatologist who prescribed an oral medication, a cream, and a shot for the rash. The patient confirmed that the rash has improved.